Event description:
It was reported by the patient that the patient activator does not work. New batteries were tried and the device still does not turn on. A new patient activator was ordered and sent to the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.